Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and found one instance of the "iab disconnected" alarm in the fault logs. The fse could not duplicate the issue. The iabp passed all calibration, functional and safety tests. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient when first turning on the iabp it alarmed "iab disconnected". The customer replaced the iabp with another and therapy was continued. No patient harm or adverse event was reported.